Event description:
It was reported that customer experienced a blank screen display. Customer reports that when batteries are removed and reinserted, insulin pump would either come on or be blank. Customer was advised that battery cap would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.